Event description:
Pt, admitted for anterior myocardial infarction, was receiving both heparin and aggrastat therapy per an acclaim IV pump. New bags were hung per rn at 0200, aggrastat to infuse at 9cc/hr. At 5:30 am it was discovered that all 250cc bag with the aggrastat had infused. Md notified; both meds discontinued. This pt required add'l labs and monitoring in critical care unit. It should be noted that the pump history read 33cc had been delivered.